Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing of small atrial morphologies was noted on the right atrial (ra) lead during an atrial tachycardia (at) / atrial fibrillation (af) episode on stored egms. This caused early termination of at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.